Event description:
It was reported the pt request his system be explanted. He reported he had not received relief from the system for several years now and declined any further reprogramming. He also stated he needed to have an MRI done in the near future. It was reported the pt met with a neurosurgeon and surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.